Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the pacemaker exhibited under-sensing and the right ventricular (rv) lead exhibited signal artifact. No intervention or patient condition was reported.